Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler; he then developed herpes and an infection in the left nasolabial folds.

Manufacturer narrative:
The pt was treated with valtrex and keflex 500 mg three times a day. The infection has resolved. The device history records for radiesse lot 1015197 were reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted. This is the only complaint related to this lot.